Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hub is not connecting to the vacutainer and blood is spilling out with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: several of the nurses have experienced the hub not connecting to the vacutainer correctly and causing the blood to spill out instead of being suctioned into the tube. It appears that the malfunction is in the white connector, it does not fit the way it should. It hasn¿t been in every one but there have been three this week which causes distress for the nurses and the patient, because they have to then stick the person a second time with a new set up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub is not connecting to the vacutainer and blood is spilling out with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: several of the nurses have experienced the hub not connecting to the vacutainer correctly and causing the blood to spill out instead of being suctioned into the tube. It appears that the malfunction is in the white connector, it does not fit the way it should. It hasn't been in every one but there have been three this week which causes distress for the nurses and the patient, because they have to then stick the person a second time with a new set up.